Manufacturer narrative:
H3: product: 8781, lotno: 0218280012 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified twisting in the catheter. Analysis identified a kink in the catheter body. Product: 8784, lotno: 0220097391 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified the collet was detached/missing from the connector. H6: conclusion code d12 applies to product: 8784, lotno: 0220097391 and the pump. Result code c07 applies to product: 8784, lotno: 0220097391 conclusion code d11 applies to product: 8781, lotno: 0218280012 result code c13 applies to product: 8781, lotno: 0218280012. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 0218280012, implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Product ID: 8784, lot#: 0220097391, implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-jun-2021, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 28-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving intrathecal therapy via an implantable pump for unknown indications for use. The drug, dose, and concentration were unknown. It was reported that the pump was flipping in the pocket. They decided to bring the patient into the operating room to see what was happening with the pump. The pump pocket was opened, and they discovered that the catheter (lot number 0218280012) had broken (from twisting) about an [inch] from the sutureless pump connector and was no longer connected. They opened the pump segment revision kit to replace the catheter, as the pump was still in service. The entire pump segment was replaced, but the catheter-catheter connector (with new catheter lot number 0220097391) was not working; it would not engage. They opened the spinal segment kit for another connector, as they did not have the accessories kit. The issue was resolved. The patient's status was "alive - no injury". The catheter and connector would be returned to the device manufacturer. It was unknown if any environmental, external or patient factors might have led or contributed to the pump flipping, catheter twisting/breaking. There were no environmental, external or patient factors might have led or contributed to the connector issue. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable.